Manufacturer narrative:
As stated by the instructions for use, error 2 is signaled by the pump in case of irregularity in the security system. The error 2 timeout was verified by the service and it was found within specifications. No malfunction was found by service, which proceeded with the regular maintenance service and, as a precaution, performed a replacement of the components part of the security circuit. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that the pump set off "error 2."